Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that emergency medical services were dispatched and customer was hospitalized due to low blood glucose on (B)(6) 2020 for 2 days. Blood glucose level at the time of the incident was 29 mg/dl. It was unknown that auto mode was used or not. Customer was treated with carbohydrate intake and insulin drip. The insulin pump will not be returned for analysis.